Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that vibration alarms was not strong, back light of the insulin pump was more dim, buttons had to be pressed multiple times. Customer also stated that keypad was cracked, battery life was diminished and insulin pump received unexplained no delivery alarms. Customer stated that insulin pump had to rewind more than once per reservoir changed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.